Manufacturer narrative:
Please note: this ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
One hundred and eighty one days post index procedure, the pt was hospitalized for restenosis of the stent that was initially implanted in the proximal circumflex. The pt had a target lesion in the proximal left anterior descending branch and in the proximal circumflex. The proximal left anterior descending was de novo, eccentric and moderately calcified with angulations of 45 to 90 degrees. The proximal circumflex was de novo with angulations greater than 90 degrees. A 3.0 x 13mm cypher stent was implanted in the proximal left anterior descending branch at 18atms and a 2.5x33mm cypher select stent was implanted in the proximal circumflex at 14atms. The pt 's medications include the following: ticlopidine/clopidogrel, aspirin, heparin and anti-anginal medication.